Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide reprocessing training. To date, the ess visit has not been finalized. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the scope tested positive three times. The scope has been out of service since it first tested positive. There were no patient infections, harm or injury reported due to the event. (B)(6) 2019-staphylococcus epidermidis. (B)(6) 2109-aspergillus fumigatus. (B)(6) 2019-kocuria varians.

Manufacturer narrative:
This supplemental report is being submitted to provide the physical evaluation results of the device and independent laboratory test results.. The scope gf-uct180 serial number 7923403 was sent to an independent laboratory for testing and evaluation. The scopes auxiliary/water channel tested positive for acidovorax delafieldii, microbacterium hominis, mycobacterium neoaurum. The instrument/suction channel tested positive for acidovorax delafieldii, microbacterium aoyamense. The distal end/elevator channel tested positive for staphylococcus epidermidis. The air water/water channel tested positive for staphylococcus epidermidis. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation. A visual inspection was performed on the received condition. The evaluation of the biopsy channel using a boroscope determined black foreign material located near the control body side opening of the channel. No foreign material found on the forceps elevator. The scope device passed the water dunk test inspection. Per the device evaluation, the likely cause of the foreign material/substance found inside the biopsy channel is due to incorrect reprocessing.